Event description:
Procedure: colectomy functional end to end anastomosis. According to the reporter: the handle would not move during firing and the surgeon forcibly retracted the black return knob to open the jaws. The part was additionally excised with a new cartridge. The procedure was completed without further problem. There was oozing, tissue damage and unanticipated tissue loss. Nothing fell into cavity, no pt harm. Operating time was not extended by more than 30 minutes, no information about the use of reinforcement material was provided.

Manufacturer narrative:
(B)(4).